Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. Customer received unspecified lower sensor scan result compared to an unspecified blood glucose reading and experienced tiredness, and a seizure. Customer reported no treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Watermark was observed at the base of the tail indicating the sensor was properly inserted. Data was successfully extracted from the returned sensor using approve software. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The sensor was de-cased and visual inspection has been performed, no issue was observed. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.